Event description:
A patient received total knee arthroplasty on (B)(6) 2017 and was revised on (B)(6) 2019. It was reported that the knee was not infected but it was draining. No further information was reported and the device was not returned. If additional information becomes available in the future, a follow-up report will be submitted.